Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue with the heater bag. This occurred during fill four of four of peritoneal dialysis therapy. The patient stated the heater bag connection was loose and had become disconnected. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.